Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a blood back and blood was found in the drive tube. No patient harm or injury reported.

Manufacturer narrative:
Due to character restriction in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: b3, g1 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the pim and safety disk for blood intrusion. The unit passed the leak test. The (fse) reported that they were not able to confirm blood intrusion into the unit. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported by customer that during use a cardiosave intra-aortic balloon pump (iabp) had a blood back and blood was found in the drive tube. No patient harm or injury reported.